Event description:
It was further reported that the poor parameters was a decrease in the sensed r-wave.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system, the right ventricular (rv) lead exhibited poor numerical values and placement difficulties upon placement with a catheter. The catheter was replaced with an alternate catheter, however placement difficulties of the rv lead remained and the catheter kinked. It was noted that after lead placement, the catheter was slit and the wave height decreased. An alternate catheter was used to place the rv lead without issues. The rv lead remains in use. No patient complications have been reported as a result of this event.